Event description:
Labile blood pressure due to pulsatile pump flow reported. The pt had a dopamine infusion at 10ml/hr (dosage not available). An epinephrine infusion at 3ml/hr was started via the distal y-site of the dopamine administration set. The pt's systolic blood pressure had been labile, but it reportedly had a major increase in fluctuation up to 70mmhg for approx one hr after the epinephrine was started. The clinician suspected there was a pulsatile flow that would cause the physiologic response (labile blood pressure). When the infusions were changed to a syringe type pump, the pt's blood pressure stabilized. There were no residual adverse effects to the pt.